Event description:
It was reported that upon taking the right ventricular (rv) lead out of the packet, a small blemish was observed about midway on the lead body. It appears bent or crushed. The rv lead was not used, and a new rv lead was implanted. No patient consequences.

Manufacturer narrative:
The reported event of the lead body appearing bent or crushed midway was not confirmed. As received, a complete lead was returned for analysis. Visual and x-ray inspection of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts.